Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: orbit 2023, vol. 42, no. 2, 181¿184; https://doi.org/10.1080/01676830.2022.2083185.

Event description:
Title: modified vertical lid split orbitotomy: a case series and literature review. The purpose of the study is to describe the modified vertical lid split (vls) technique for anterior orbitotomy and to report surgical outcomes in patients with intraconal lesion removal using this surgical technique. From (B)(6) 2019 to (B)(6) 2021, a total of 4 patients (1 male, 3 females) with intraconal orbital lesions who underwent modified vertical lid split orbitotomy were included in the study. The average age was 49.3 years old (range: 35¿65). Complete excision of intraconal orbital lesion was performed in all 4 cases. After identification and excision of the intraconal lesion haemostasis must was done. The tarsal plate was realigned at the lid margin with 7-0 vicryl suture (ethicon) passing through the meibomian gland orifice, and the remainder of the vertical lid split was repaired using 7-0 vicryl (ethicon) via partial thickness mattress sutures. The horizontal skin wounds along the lid crease or subciliary line were repaired using 6-0 vicryl sutures (ethicon). The patients were monitored on day 1, 7, 14, 28, 56, and 84 after the operation. Reported complications included case 2, patient had restricted extraocular movement having left eye down and out due to possible ciliary ganglion damage and post-operative complete ptosis (n=1). In conclusion, modified vertical lid split approach is simple and provides good intraoperative surgical exposure for intraconal lesions, giving the additional advantage of better scar camouflage.